Manufacturer narrative:
The lead was returned due to dislodgement and unable to implant. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the right atrial and ventricular leads dislodged. Additionally, the atrial lead helix was unable to retract, and the ventricular lead was unable to be implanted. Both leads were replaced to complete the implant. No adverse patient consequences were reported.